Event description:
A customer reported to beckman coulter inc. (Bci) that while replacing a part in the hydro pneumatics waste canister on the unicel dxc 600 pro synchron clinical systems, the customer cut her finger on a hose clamp located in the same vicinity. The customer went to employee health where it was determined that blood work baseline testing was not mandatory, but the customer opted to have the testing performed. The cut was minor, and no stitches were used.

Manufacturer narrative:
The customer was wearing gloves at the time of this event. In 2006, bci issued mandatory mod (modification) placing protective sleeves over two of the most exposed clamps for instrument serial numbers and below. This action was cancelled in 2007, and starting with serial number. The protective sleeve is being placed on the two clamps during instrument manufacture. The clamp that cut the customer was not one of the clamps covered by the mod. Service was dispatched and placed protective sleeves on the clamps. A malfunction will be assumed for the purpose of this report.